Event description:
A malfunction alarm coded as malf 16 was reported, but there were no notable events preceding it. It is unknown if the issue affected the customer's blood glucose level. The pump was replaced by customer technical support (cts), as it was confirmed to be within warranty. The customer was informed about the need for replacement and was instructed to use an alternate method of insulin delivery, namely mdi (multiple daily injections). Cts verified the customer's shipping address, instructed them to allow the battery to deplete before transport, and to return the faulty pump to tandem using a pre-paid label and return box within ten days.